Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 77-year-old female noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported during extended inflation, there was pulsatility loss on impella and patient had bradycardia. The patient immediately recovered. Impella was weaned and ultimately pulled across valve. The impella was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.